Event description:
According to the reporter, during the procedure for orthopedic trauma, the tacker failed, it periodically misfired. To resolve the issue, the surgeon opened a second device for the same lot number with the same issue occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.